Event description:
Reporter states that there were 2 recent incidents to occur. #1 she experienced the balloon to rupture @ 4atm. Of pressure. #2 another staff physician took the stent out of the package to discover the mandrel had split in half. Further information can be retrieved.